Event description:
As reported, during the laparoscopic incisional hernia (ipom-plus) repair procedure using ventralight st mesh, the capsure device was unable to secure the mesh properly and after fasteners were inserted, there were three consecutive cases where the fasteners did not come out of the shaft properly and came off the mesh. It was reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure straight fasteners did not fixate the mesh. There was no reported patient injury. The subject device was returned for evaluation; however, at this time evaluation is not yet completed. When sample evaluation is completed, a supplemental emdr will be submitted. Review of manufacturing records confirms product was made to specification. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Based on the reported condition and sample evaluation findings, the issue regarding the device's alleged failure to fire could not be replicated. A definitive root cause as to why the cannula was misaligned or failure to fixate could not be determined at this moment as is not representative of the device during the manufacturing process. Per review, it was identified that the capsure manufacturing process contains controls in place that are capable of detecting discrepancies regarding the product¿s device assembly. Training evidence of the manufacturing personnel executing operations evaluated were requested and found in compliance with training requirements. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. Updated fields: b4, d9, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the laparoscopic incisional hernia (ipom-plus) repair procedure using ventralight st mesh, the capsure device was unable to secure the mesh properly and after fasteners were inserted, there were three consecutive cases where the fasteners did not come out of the shaft properly and came off the mesh. It was reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure straight fasteners did not fixate the mesh. There was no reported patient injury. The subject device was returned for evaluation; however, at this time evaluation is not yet completed. When sample evaluation is completed, a supplemental emdr will be submitted. Review of manufacturing records confirms product was made to specification. Note, the manufacturing date (15-feb-2024) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.